Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis was due to a knowledge deficit related to infection control. Such a deficit could lead to the occurrence of a use error and possible touch contamination. The peritonitis event remains a use error event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The patient experienced cloudy effluent and was diagnosed with peritonitis around (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy pd effluent. Although a specific break in aseptic technique was not specified, the pd effluent culture result indicated the occurrence of a touch contamination. The cause of the peritonitis was further described as possibly due to the ceiling fan/air conditioning not turned off while the patient was performing pd therapy, however, this was not confirmed as the cause. The patient was not hospitalized for the peritonitis. The patient was treated for the event with two unspecified antibiotics (ip) intraperitoneally (dates, doses, frequencies, were unknown). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event and apd (automated pd) therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient was treated with cefazolin (dose, route, frequency and duration not reported), ceftazidime (dose, route, frequency and duration not reported) and oral cipro (dose, frequency and duration not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.